Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the knife blade of the device did not retract. A new device has been opened which completed the procedure.